Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: intermittent signal loss with camera head plugged in. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Root cause: no problem found. The most probable root cause could be the camera head or other equipment used along the ccu when the issue was observed. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.